Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Without the device analysis, a cause for the reported difficulty removing the device could not be determined. Reportedly, the device was harder than normal to pull out of the anatomy and the safety release was not used to assist with the removal of the device. The starclose se instructions for use (IFU) states not to advance or withdraw the device against resistance until the cause of that resistance has been determined. The IFU also instructs the user to utilize the access ports to safely remove the device if resistance is felt. Tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset may cause the reported difficulty in removing the device. No information concerning patient anatomical conditions that may have contributed to this event was provided. Review of the device history record for this lot did not produce any non-conforming material records for this lot. During manufacturing, all devices are visually inspected. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal (safety release was not used, contrary to the instructions for use) the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, after clip deployment, it was harder than normal to pull the device out of the anatomy. The safety release was not used to help assist with the removal of the device. The clip achieved hemostasis. There was no adverse patient effect. The physician is reported to be trained in the use of the device. No additional information was provided.